Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-11861. It was reported that the patient presented remotely with bradycardia. It was noted that the patient had a right ventricular lead that was oversensing noise, and a right atrial lead that could not capture. The atrial lead also had high capture thresholds. Programming changes were made, and the patient was stable.

Manufacturer narrative:
The incorrect code was reported on this lead. This lead was experiencing high capture thresholds not over-sensing noise.